Event description:
It was reported the patient presented for initial procedure. During implant, the right ventricular lead exhibited inadequate capture thresholds after extending the lead's helix. When the physician attempted to reposition the right ventricular lead, the helix would not extend. The physician elected to complete the procedure with a different lead. The patient was discharged after the surgery.

Manufacturer narrative:
The reported event of inadequate capture thresholds was not confirmed while the reported event of helix extension issue was confirmed. A complete lead was returned in one piece for analysis. Visual examination of the lead found the helix was extended and clogged with body fluids. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The cause of the helix extension issue was isolated to the dried body fluids in the helix housing. Electrical, visual, and x-ray inspection were normal with no anomalies found.